Event description:
The customer reported that the unit would shut down when on the b compartment battery.

Manufacturer narrative:
(B)(4): the customer reported that the unit would shut down when on the b compartment battery. A philips field service engineer went to the customer site and verified the failure. Replacement of the battery pca resolved the failure. The unit passed all post servicing testing and remains at the customer site.